Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. During functional testing, an f-49 alarm was encountered. The cause of the condition was determined to be lost configuration. To correct the condition, the configuration settings were set. The device was service to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. No additional information is available.